Event description:
It was reported that this patient received one electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of myopotential noise. This occurred while programmed to the primary vector. It was noted that further testing was done in clinic including isometrics which could reproduce the noise. Ts recommended an x-ray. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.